Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report was submitted to represent the automated impella controller. The impella device was explanted and discarded by the hospital and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Clinician narrative: an impella cp device was inserted via femoral vascular access in a 79-year-old female for the treatment of acute myocardial infarction with cardiogenic shock. The patient had a known history of coronary artery disease and was receiving inotropes, vasopressors, and mechanical ventilatory support. During support, the patient experienced persistent suction events despite attempts at volume optimization, noted to be consistent with diastolic suction and occurring at performance levels above p6. Central venous pressure was reported as 13. The provider confirmed that slack had been removed prior to the assessment. Pressure support was continued to maintain blood pressure. The provider denied right ventricular dysfunction while in the cardiac catheterization laboratory and agreed to reassess device position and cardiac function with echocardiography. Hemoglobin was reported to have decreased from 12 to 8 prior to impella placement. Additional information received indicated that the suction events originated from patient condition related to volume status and were not attributable to an automated impella controller issue. The patient experienced hemodynamic instability and required medication. No patient consequences, signs, or symptoms were associated with the impella controller. The patient¿s underlying acute myocardial infarction with cardiogenic shock, volume status, hemodynamic instability, and critical illness may have caused or contributed to the reported suction events. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella cp device or controller and the reported clinical findings. The patient survived.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: due to a lack of sufficient clinical details or returned product, the cause of the low or blocked pump flow cannot be established. Placement signal issue: this is most likely related to the console. Please refer to an investigation into the console in (B)(6). Device history lot: device lot: 1969404. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.